Manufacturer narrative:
Results - the actual device, the defibrillation electrodes and the electronic history records from the actual device have been requested, and they are in the progress of being returned. To date, however, the equipment has not been received, and the investigation remains open. No conclusion can be drawn at this time.

Event description:
It was reported that during a rescue attempt, the defibrillator did not recognize defibrillation electrodes. The pt was reported to have been transferred to another defibrillator, however, the pt was not resuscitated.